Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implant surgery, and the patient had been in medical appointments a couple times to troubleshoot device, but patient was still incontinent. A revision surgery was performed in which the tubing and system were inspected but everything looked good. The physician added a few more liquid to the pressure regulating balloon (prb) to prb to a total of 25cc. The patient will follow up in two weeks with doctor. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.